Manufacturer narrative:
The distributor refused to provide information about the patient's weight, ethnicity, and race. According to the distributor, the handpiece involved in the adverse event is no longer available for investigation because the distributor repaired the device and returned the device to the user. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject forza m5 device serial no. (B)(4). As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On (B)(6) 2022, nakanishi received an email from a distributor (brasseler USA) about an adverse event in which an nsk handpiece had been involved. According to the distributor, there are three devices suspected to be involved in the event, but the dentist could not identify which one of the devices actually caused the following event. Therefore, nakanishi is submitting three separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(4). Details are as follows. The event occurred on (B)(6) 2022. The dentist was sectioning a patient's tooth using a forza m5 handpiece serial no. Is (B)(4). During the procedure, the fg surgical bur, which is an out-of-specification bur, attached to the handpiece fractured in half and broke the patient's adjacent porcelain crown. The instruction not to use an fg surgical bur is provided in the operation manual.